Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the documentation provided, the root cause of the reported event was a user/procedural variance with the stem perforating the femoral shaft. The assessed patient impact was the femoral cortical defect/perforation requiring cerclage, additional imaging and the same-day revision procedure. Further patient impact could not be determined as reportedly, the construct provided excellent stability. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to procedural/user variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient underwent a revision surgery to remove an echeleon femoral stem due to complications with it. The primary surgery went successfully but immediately after the completion of such surgery imaging revealed that there was a perforation of the femoral stem through the proximal femoral shaft. The event was resolved via revision surgery in which the stem and the head were removed.